Manufacturer narrative:
The wheelchair dealer adjusted the footrest of chair to the end user for their temporary use, while their normal chair was being serviced, but they did not cut and cap the foot rest adjustment tubes per the instructions for use. The patient was not accustomed to using the chair, and a user error contributed to the injury when they lost their balance during a transfer from toilet to chair. Their fall was then compounded by the laceration injury on the excess foot rest tube because it had not been trimmed and capped by the dealer per the manufacturer's instructions for use. The manufacturer will update the IFU and accompanying documentation to strengthen the warnings and precautions with respect to the need to cut/cap the footrest tubes after adjustment. No further investigation necessary.

Event description:
While the subject's usual brand of wheelchair was in for service, a marvel wheelchair was provided by the dealer as a loaner. On or about (B)(6) 2007, during a transfer to the chair from a bathroom fixture, a few toes of the subject's foot caught beneath the wheelchair's footrest and caused the subject to loose their balance. At that time, the subject sustained a laceration injury between the perianal and vaginal region. The subject sought medical care at the time of the incident, but has since returned to normal.